Event description:
It was reported that during a device implant procedure the tip of the broken torque wrench was buried into the setscrew insert of the device. Device was not implanted. A new device was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.